Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device log of the heartstart xl displayed three defib failure error codes (90008, 1000, 00040). There was no patient involvement.